Event description:
It was reported that the device pump channel was disconnecting which was resolved by replacing the upstream and downstream sensor. Then during testing, it was noticed that display had dim segments which was resolved by replacing the dim segment part. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.